Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight a patient originally implanted with a light adjustable lens (lal, sn: (B)(6), +20.0 d) on (B)(6) 2022 who subsequently received 2 adjustment light treatments but did not return to complete the lock-in treatments. The patient presented over a year later on (B)(6) 2023 with reports of blurry vision. On clinical examination, a central area of elevation and clouding consistent with premature photopolymerization was noted. The lal was explanted and replaced with another manufacturer's monofocal iol on (B)(6) 2024. Rxsight's first awareness of this event was on 02/22/2024.